Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 200 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.